Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 420 mg/dl, which she treated with the insulin pump. The customer discovered a bent cannula at two o'clock in the morning. The bent cannula occurred during the first day of the infusion set's usage. Proper infusion set insertion and usage was reviewed with the customer. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.